Event description:
Customer reported the user alleged an over infusion of propofol. The intended infusion rate is unk as of (B)(6) 2013. The event device was evaluated by clinical engineering; no issues or rate anomalies identified. Clinical engineer stated he will ask risk management what was the intended infusion rate and why the user thinks an over infusion occurred. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer stated that the devices would not be returned but would be sequestered until the event log review is completed. Pcu event logs and date set were received and a log review is pending. A f/u report will be submitted once the investigation has been completed.